Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device¿s display screen was cracked while the touchscreen remained responsive, and a photo confirmed damage to the lcd beneath the screen. Symptoms included no reported adverse clinical effects. Outcomes included continued device usability until replacement and completion of user education on the replacement process. Investigation included collection and review of user-provided images and verification of device return logistics. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen and underlying lcd damage, with no evidence of functional alarm or software malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling.